Manufacturer narrative:
It was reported on (B)(6) 2025, the patient experienced very itchy skin with red lines in the shape of the wires and the sensor from the electrode - patch - universal 2 channel. Patient was offered and sent alternative lead wire adaptor (lwa) with flex option and declined taking a break in service. On (B)(6) 2025, the patient reported having progressively worsen skin with weeping vesicles from the electrode - pad - foam - vermed a10091 while using the electrode - adapter - lead wire. Patient was provided medical intervention and was prescribed hydrocortisone. The electrode-adaptor-flex philips am&d will further investigate this reported issue. The electrode - pad - foam - vermed a10091 was not returned for evaluation. Engineering evaluation was unable to be performed as the vermed electrodes was no returned. The vermed electrodes is a single use and disposed after use; therefore, it is not likely to be returned. Any skin probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years of age and known medical/dermatologic conditions. The product labeling advised patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025, the patient experienced very itchy skin with red lines in the shape of the wires and the sensor from the electrode - patch - universal 2 channel. Patient was offered and sent alternative lead wire adaptor (lwa) with flex option and declined taking a break in service. On (B)(6) 2025, the patient reported having progressively worsen skin with weeping vesicles from the electrode - pad - foam - vermed a10091 while using the electrode - adapter - lead wire. Patient was provided medical intervention and was prescribed hydrocortisone. Patient stated the dermatologist suggested the patient may have a nickel allergy. Patient followed the skin prep instructions. Patient declined discussing alternatives due to the discomfort and has requested to disconnect service early. No further information to provide.